Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete mesh. The cutter does not meet the zimmer mesh test acceptance criteria. The cutter was returned unrepaired as cutters are not repairable devices. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available regarding the event.

Event description:
It was reported outside of surgery that the cutter failed the test cut. No adverse event is associated with this malfunction. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated cutter medwatch: 0001526350 - 2023 - 00043.